Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The reported patient effect of intimal dissection is listed in the xience xpedition, everolimus eluting coronary stent system, instructions for use as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately tortuous and mildly calcified de novo lesion in the mid posterior descending artery. The patient presented with angina and was admitted for a percutaneous coronary intervention. Following pre-dilatation, a 3.0x18mm xience xpedition stent was implanted at 16 atmospheres. A dissection at the proximal end of the stent was noticed through fluoroscopy. A new xience xpediton stent was used to successfully cover the dissection. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.